Manufacturer narrative:
D5,6; h2,3,4,6; g4: added add'l info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condtion, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as rec'd. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during a laparoscopic hernia repair while using the 512sd tracor the device would not arm. A new trocar was pulled to complete the case. There was no consequence to the pt.